Event description:
It was reported that during a retrograde/antegrade femoral nail insertion, a driving cap threaded, part number 03.010.523, lot number 8836146 broke in the insertion handle, part number 03.010.486, lot number 8797542. No additional information was provided. Went to surgery for a distal femur fracture; patient status/outcome is very good; no fragments left in the patient; no surgical time delay and no surgical/medical intervention required. Pulled another tray with the parts and the surgery was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient ID - case # (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A product investigation was completed: the complaint condition for the 03.010.523 lot number 8836146 driving cap was likely caused by an off angle hammer strike; however, this complaint is not a result of any design related deficiency. Per the technique guide, the 03.010.523 driving cap is an instrument routinely used in the titanium cannulated adolescent lateral entry femoral nail system. The 03.010.523 driving cap was returned and reported to have broken into the insertion handle during the insertion of a femoral nail. This condition is confirmed; the distal tip of the driving cap has broken along a homogenous fracture surface. The distal tip of the driving cap is retained in the insertion handle. It is likely that the driving cap was struck with a hammer off angle leading to the introduction of shear forces in the system and ultimately to this complaint condition. The balance of the driving cap is in fair condition with numerous hammer marks at the proximal end of the device. The device was manufactured in may 2014 and is a year old. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that the driving cap was struck with a hammer off angle leading to the introduction of shear forces in the system and ultimately to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.